Manufacturer narrative:
Citation: chamandi et al. Reported versus ¿real¿ incidence of new pacemaker implantation post-transcatheter aortic valve replacement. J am coll cardiol. 2016 nov 29;68(21):2387-2389. Doi: 10.1016/j.jacc.2016.08.065. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information, it could not be determined whether these observations have been previously reported.

Event description:
Medtronic received information via literature regarding the incidence of new permanent pacemaker implant following transcatheter aortic valve replacement (tavr). The aggregate data were collected from 28 multicenter registries and 6 randomized trials. Nine studies included both self-expanding valve and balloon-expanding valve systems, and 11 and 14 studies used exclusively the self-expanding valve or balloon-expanding valve, respectively. Among the 9 studies including both valve types, with a total of 59,630 patients (demographics not provided), the mean incidence of new permanent pacemaker implant was 15.0% ± 5.8%. Among the 11 studies including only the self-expanding valve, with a total of 5,874 patients (demographics not provided), the mean incidence of new permanent pacemaker implant was 23.1 ± 3.5%. The arrhythmia requiring pacemaker implant was not provided. No further adverse effects were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.